Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or while inserting the device." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2015-04860 / 04861).

Event description:
It was reported that the patient underwent right total hip arthroplasty on (B)(6) 2013. On (B)(6) 2013 the patient underwent irrigation and debridement of the right hip due to alleged drainage, mild erythema, and seroma. Subsequently, on (B)(6) 2013 the patient was revised and underwent and irrigation and debridement due to drainage. The head, femoral component, and liner were reported to be removed and replaced. The patient alleged drainage on (B)(6) 2014 and an examination allegedly revealed a small hole in the lateral aspect of the right hip with serous-type drainage. Subsequently, the patient was further revised on (B)(6) 2014 due to allegations of loosening of the acetabular components resulting in alleged pain and impaired mobility. During the surgery, the shell, liner, and head were removed. The acetabular shell and liner were replaced with competitor products and the head was replaced with a biomet head. The legal document further alleges metallosis and metal debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.